Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and pelvic infection ('pelvic infection') in a 26-year-old female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test.". On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and haemorrhage ("blood loss"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower and haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, haemorrhage, menorrhagia, pelvic infection, pelvic inflammatory disease and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted in date of insertion (B)(6) 2007. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-sep-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pid') and pelvic infection ('pelvic infection') in a (B)(6) female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo an essure confirmation test.". On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2008, the patient experienced pelvic infection (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping") and haemorrhage ("blood loss"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic infection, vaginal haemorrhage, menorrhagia, dysmenorrhoea, abdominal pain lower and haemorrhage outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, haemorrhage, menorrhagia, pelvic infection, pelvic inflammatory disease and vaginal haemorrhage to be related to essure (ess205). The reporter commented: descripensy noted in date of insertion (B)(6) 2007 quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received: new event plaintiff did not undergo an essure confirmation test was added, pelvic inflammatory disease, lower abdominal pain and blood loss were added. Onset date of vaginal hemorrhage, menorrhagia, pelvic infection, and dysmenorrhea were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.